Manufacturer narrative:
Received one 60-6085-201a in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the complaint is inconclusive the balloon was not able to be deflated because there was a hole in the balloon and the pilot balloon was not able to pass through the 10 ml of air injected. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 2023 during a hysterectomy procedure when it was reported ¿the vcare balloon would not deflate.¿ the procedure was completed with the use of an alternate device and the current status of the patient was reported as ¿patient is fine¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device 60-6085-201a, vcare 200a - medium, was being used on (B)(6) 23, during a hysterectomy procedure when it was reported ¿the vcare balloon would not deflate.¿ the procedure was completed with the use of an alternate device and the current status of the patient was reported as ¿patient is fine¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.